Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. Thrombus was confirmed through the evaluation of the returned lvad. The percutaneous lead (driveline) was severed approximately 3¿ from the pump housing and the distal end of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump inlet port. The outflow graft bend relief and the sealed outflow graft bend relief collar were returned detached from the device. The sealed outflow graft hardware and the outflow elbow were returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed a small, pink, tissue-like thrombus in the outlet stator, between the outlet bearing and one of the stator blades. The tissue was loosely seated and showed no lamination, indicating it did not form in the outlet stator. Examination of the pump rotor noted contact marks along the outer diameter of the outlet bearing cup, indicating that the outlet stator deposition was present while the pump was running. The observed deposition did not appear large enough to obstruct flow and the evaluation could not conclusively determine the duration it had been present in the pump. The origins of the deposition could not be determined. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a routine heart transplant and is doing well. The preliminary investigation of the related lvad ((B)(4)) identified a small right tissue-like deposition adhered at the proximal side of the outlet stator and contacting mark around the outlet bearing on the rotor.